Manufacturer narrative:
Ptc investigation result was provided on 08-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded an unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding extremely heavy (seen as genital bleeding, considered serious due to medical importance and listed in the reference safety information for essure). Consumer underwent a hysterosalpingogram and the result showed tubes blocked but right side migrated, perforated tube, destroyed fallopian tube (serious due to medical importance and listed) causing extremely painful stabbing pains. The doctor agreed to take essure out. The pain never stopped. At the time of report she was dealing with many side effects from what's left on the right and the left coil (interpreted as device breakage) (non-serious and listed). In this case, the exact date and mechanism of perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the event device breakage, since this event may have occurred during essure removal, a causal relationship cannot be excluded. This case was regarded as incident due to surgical intervention required. Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0065, awareness date 13-aug-2015). It refers to a (B)(6) years old female consumer in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. On (B)(6) 2012 she was in a lot of pain and cramping as if she was in labor and bleeding extremely heavy. She was told to take (B)(6). For the next 3 months she went to the doctor and was told nothing was wrong. During that time she experienced extreme fatigue, bleeding, weight gain, pelvic pain, back pain mostly lower and upper, nasty metallic taste in mouth, intimacy was unbearable. Hsg (hysterosalpingogram) was performed and showed tubes blocked but right side migrated, perforated tube and destroyed fallopian tube causing extremely painful stabbing pains. In (B)(6) 2013 the doctor agreed to take essure out. The pain never stopped. At the time of this report she was still dealing with many side effects from what was left on the right and left coil. She went from a very healthy person to a depressed and sick person. Daily she lives in pain. She was (B)(6) and begging for a hysterectomy just to have some sort of her life back. It was not just physical; it was emotionally and mentally destructive as well. She continued to search to have essure taken out. She has been living with all that agonizing pain and bleeding for 3 years. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding extremely heavy (seen as genital bleeding, considered serious due to medical importance and listed in the reference safety information for essure). Consumer underwent a hysterosalpingogram and the result showed tubes blocked but right side migrated, perforated tube, destroyed fallopian tube (serious due to medical importance and listed) causing extremely painful stabbing pains. The doctor agreed to take essure out. The pain never stopped. At the time of report she was dealing with many side effects from what's left on the right and the left coil (interpreted as device breakage) (non-serious and listed). In this case, the exact date and mechanism of perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the event device breakage, since this event may have occurred during essure removal, a causal relationship cannot be excluded. This case was regarded as incident due to surgical intervention required. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.